Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately thirteen (13) years and eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic heart valve. Multiple unsuccessful attempts have been made to obtain patient records and device.

Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to manufacturer. Multiple unsuccessful attempts have been made to retrieve patient documentation and explanted device. Without receipt of the device or records the reported explant cannot be investigated and a root case cannot be assigned. Edwards will continue to monitor all events. Additional information will be reported if received.